Event description:
Reporter alleged blood glucose measured 460mg/dl back to back with a result of 220 mg/dl when testing was performed 2 mins apart. Customer stated when going to a routine dr appointment later in the day of the comparative testing, the dr increased current dosage of oral diabetes medication. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.